Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that the patient had a return of incontinence on (B)(6) 2016. Botox was given and the issue resolved without sequelae on (B)(6) 2016. Medical history included idiopathic functional urinary incontinence since 2009. The event was assessed as not serious, not related to the procedure, and related to the stimulation.

Event description:
Additional information received reported no troubleshooting was performed prior to the patient given botox. Several reprogramming sessions were performed but without success, so the patient was given botox.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported an action of reprogramming on 2(B)(4) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.